Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction information: section h.6. A review of the recipient¿s test data indicated impedance issues. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section d.9. The explanted device was received by advanced bionics september 08, 2025. Advanced bionics is currently attempting to obtain consent from the recipient. The device remains intact in a locked vault at ab, llc until consent is obtained. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2025. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken wires within the electrode pocket. System lock was verified. Impedance values on three channels were out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.